Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the clinical/medical investigation revealed that the provided image is consistent with the reported broken pin tip. Based on the limited information provided, a clinical root cause of the broken pin tip cannot be confirmed. The patient impact is determined to be the broken pin tip in the bone. The evos provisional fixation pin is made of stainless steel and is not intended for long-term implantation; therefore, long-term implantation data is not available. As it was not reported if the tip was removed from the bone, although unlikely, micro-motion and/or migration, and local irritation/discomfort cannot be ruled out. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a left lateral distal femoral peri-prosthetic fracture case, the evos large tgtr 3.5mm pf pin 40mm was used to reduce the plate down to the proximal femoral bone. While drilling the evos large tgtr 3.5mm pf pin 40mm into the bone, the threaded tip severed and broke in the bone. There was a non-significant delay and the procedure was finished using a smith & nephew back up. No further complications were reported as a consequence of this problem.